Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all three channels that was oversensed. A loose device/lead connection is suspected. The physician elected to monitor the patient. The device subsequently declared elective replacement indicator (eri), and was explanted. An allegation of premature battery depletion was received against the device.